Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. (B)(4). Manufacturer's ref. No (B)(4).

Event description:
It was reported that a female patient underwent an emergency ablation procedure with an unknown bwi ablation catheter following a crash and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. At an unknown phase of the procedure, cardiac tamponade occurred. Pericardiocentesis was performed to remove 50cc of fluid from the pericardium. Subsequent surgical repair was required. There¿s no information regarding extended hospitalization, patient¿s outcome or physician causality opinion. There were no error messages or bwi product malfunctions reported during the procedure. No further information related to the event it¿s available.